Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the battery removal test failure was caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the device was dropped. Analysis found the battery drawer, upper case, lower case, one bail cover, and both heart lead flex connectors are broken. One bail cover and one bail are missing. Battery contacts are compressed, keyboard is scratched, and main pcb (printed circuit board) is out of electrical specification. (B)(4).

Event description:
It was reported the epg (external pulse generator) was dropped and the battery housing is broken. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.